Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported, the battery was not working. The impedances were measured and the results showed the impedances were >4000 ohm. The health care professional recommended a new lead and battery be implanted, so a new lead and battery was implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.